Event description:
It was reported that the patient presented with continued significant back pain and left lower extremity pain. A MRI scan revealed a possible disk herniation at the l5-s1 level. No fractures in the lumbosacral spine were identified. Patient had undergone three epidural steroid injections with no relief. The patient underwent surgery to treat left s1 radiculopathy and left l5-s1 herniated nucleus pulposus. The surgery identified bilateral l5 and s1 facet arthopathy, and bilateral l5-s1 pars defect and instability. The patient underwent bilateral l5-s1 decompressive laminectomies, foraminotomies and facetectomies and instrumented fusion with pedicle screws and rods and rhbmp-2/acs. At 1121 days post-op, the patient presented with chronic low back pain post-op. An MRI of the lumbar spine found "mild asymmetrical right facet joint hypertrophy at the l4-5 level. No evidence of recurrent disk herniation, foraminal encroachment or spinal canal compromise." At 1131 days post-op, the patient presented with significant lumbosacral pain and pain down the left lower extremity with numbness and tingling. The patient reports that the pain is concentrated into the left hip and buttock area. At 1446 days post-op, a CT scan showed "an excellent posterolateral arthrodesis from l5-s1. The screws look good. There is no compression at the l5-s1 roots. There is some bony overhand at the l4-5 facet joint." Patient continues to report pain. Physician's notes state "we will inject the l4-5 joint and see if this gives him some relief. He also has some slight retrolisthesis at l3-4. Therefore, if the l4-5 injection does not help, we will try l3-4 later."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Event description:
(B)(6) days post-op, the patient presented with chronic low back pain. An MRI of the lumbar spine found "status post laminectomy at the l5 level with evidence of bipedicular screws at l5-s1 level with mild asymmetrical right facet joint hypertrophy at l4-5 level. No evidence of recurrent disk herniation, foraminal encroachment or spinal canal compromise is seen." (B)(6) days post-op, a CT of the lumbar spine with contrast showed "very slight lumbar curvature, convex left. Evidence of prior posterior stabilization and fusion l5-s1 with the posterolateral bone graft being solid. There is, however, some fragmentation in the posterior arch of l5. There is minor deformity on the posterolateral thecal sac on the right at l5. Minor annulus bulge at l5-s1, l3-l4. While there is a mildly capacious prearachnoidal space at l5-s1, there does appear to be disc protrusion at the l5-s1 level. No other noteworthy findings." (B)(6) days post-op, notes from an office visit indicate the "CT scan shows an excellent posterolateral arthrodesis from l5-s1. The screws look good. There is no compression at the l5-s1 roots. There is some bony overhang at the l4-5 facet joint. - unclear as to his pain generator. We will inject the l4-5 joint and see if this gives him some relief. He also has some slight retrolisthesis at l3-4. Therefore, if the l4-5 injection does not help, we will try l3-4 later."

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Reportedly the patient underwent a posterior approach lumbar fusion at levels l5-s 1 in which two large kits of rhbmp-2/acs were used. The patient's post-operative period was marked by increasingly severe back and leg pain. Imaging studies reportedly showed that the patient had developed uncontrolled bone growth (aka "bone overgrowth") and resulting adhesive arachnoiditis at or near the site of implant. Reportedly the patient now suffers from severe injuries and damages, including but not limited to bone overgrowth causing chronic pain and adhesive arachnoiditis. The patient reportedly has not undergone an attempted revision surgery to remove the bone overgrowth causing his chronic pain because he has been unable to find a physician who believes the procedure would be successful. Allegedly the patient has been injured and suffers injuries to his body and mind.